Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, a visual inspection was performed and the reported issue was confirmed. An image loss/distortion was found while manipulating the bending section of the scope in the left direction. The image returned once the angulation lever was released, and the bending section returned to the default position. The bending section had minor indentation near the middle of the sheath. No other abnormalities were found. No patient injury was reported. If additional information is obtained a supplemental report will be filed.

Event description:
The user facility reported that the entire screen became black and showed no images (blackout) during a procedure. No additional information was provided.

Manufacturer narrative:
A device history record (DHR) did not find any defects or nonconformities. All records indicate that the device was manufactured in accordance with all applicable procedures. The cause of occurrence of the reported event or the root cause cannot be identified. On the basis of the phenomenon that the image disappears and appears, it is assumed that the customer complaint occurred because of buckling or breakage of the imaging cable inside the bending section. No other issues were reported. If additional information is obtained a supplemental report will be filed.